Manufacturer narrative:
The device related to this complaint was not returned for evaluation; therefore, this complaint could not be confirmed. However, if shavings generated during use, it is highly plausible that the device came into contact with a hard material while excessive "side loading" forces was exerted.

Event description:
During the procedure, the device emitted metal fragments and additional irrigation of the surgical site was required. There was no serious injury reported.